Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-01651 and 1627487-2011-01652. The pt received her scs system on (B)(6) 2011. It was reported that the pt had developed an infection at the ipg pocket site. Culture results showed (B)(6) infection, and the pt was treated with vancomycin. It was reported that the pt had been infected with (B)(6) two years ago. F/u on the pt found that the pt's system was explanted. The explanted devices will not be returned to the MFR for analysis. Attempts to obtain add'l info regarding the pt's condition were unsuccessful.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: review of the DHR and sterilizations records found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.